Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 5 11mm (cat# 02-012-35-5011 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5.5 yrs postop the initial l tka, this (B)(6) y/o male patient complained of having pain. The femur was loose and revised to a cc revision knee. Patient was last known to be in stable condition following the event. The device will be returned.